Event description:
A consumer implanted for non-malignant pain reported stimulation was shocking/zapping them in their groin and stomach. Several reprogramming sessions were performed but it didn't resolve the issue. It was recommended to the consumer they have a lead revision to a wider lead, however, the consumer decided not to pursue this at the current time, and stopped using stimulation. It was noted the consumer was never told there was an issue with the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.